Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed a longitudinal tear with a length of about 17 mm in the proximal balloon portion. In close vicinity of the tear scratches were observed which have likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test and a pressure test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause was determined. The root cause for the reported event is most likely related to the patients anatomy.

Event description:
A passeo-18 balloon catheter was chosen for pre-dilation of a moderately calcified lesion (95 percent stenosis degree) in the moderately tortuous sfa. Upon unpacking and delivering to the lesion the balloon could not be inflated and leakage of contrast medium was noticed. Furthermore, a pinhole was detected. Another balloon was used to finish the procedure.